Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on june 30, 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.057 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping. Upon interrogation, a fault code error was observed. Boston scientific technical services (ts) discussed about fault code error and suggested a device changeout. A disk was sent for engineering analysis and a revision procedure was planned. After disk analysis, a device anomaly was confirmed that the battery indicator of the device was no longer accurate. However, critical therapy was still available. A revision was procedure was done in which this ICD was explanted due to premature battery depletion and was replaced. This ICD is no longer in service and was not yet returned for detailed analysis as per hospital¿s policy. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.